Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the issue was resolved.

Manufacturer narrative:
H3: analysis of the software logs was completed. The logs indicated the snapshot was acquired four times, there were multiple infrared interference errors on the tools, and an error from the camera. It was unknown if the error messages were related to the complaint. There was no other information provided to determine the cause of the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the front shoulder was tightened, the hood was tightened on the pneumatical panel and the manipulator brake was removed and adjusted. The system then passed the system checkout and was found to be fully functional. Information references the main component of the system. Other relevant device(s) are: product ID: m728894b252, serial/lot #: none, ubd: none, UDI#: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the midas drill was showing lower when navigating than the actual physical location. The surgeon was able to place all screws accurately with the navigation being off. Troubleshooting involved trying long and short attachments, changing the camera angle, and taking a new snapshot. During the procedure, the surgeon unscrewed the screw from the driver and the surgical arm shoulder shifted. The surgeon decided to abort the use of the guidance system and complete the procedure freehand. The manufacturer representative further noted that the manipulator was hard to move and the hood slammed shut when closing on the workstation. There was no patient harm and the procedure was delayed less than an hour.